Event description:
The account alleged that the trendelenburg functions are not working on this bed. No injury reported.

Manufacturer narrative:
The tech replaced the reverse trendelenburg and trendelenburg limit switches to resolve the issue.